Manufacturer narrative:
Bvvi was the main reason for explant; thus the report should be serious injury.

Event description:
New information received noted that the device may have gone into backup mode due to a magnetic resonance imaging test or another related medical test.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory [and was due to por event that occurred post-eos and was caused by numerous high voltage charge deliveries while battery voltage was low at below eos level. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the device was in backup mode and at elective replacement indicator (eri). The device was explanted and replaced due to end of life (eol) on (B)(6) 2020. The patient was in stable condition.